Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, tubal ligation and pregnancy with contraceptive device ((two vaginal deliveries, the last 2007)). Concurrent conditions included menometrorrhagia, skin tags, therapeutic procedure and multiparous. Concomitant products included medroxyprogesterone acetate (depo provera) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("abnormal bleeding: menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding: vaginal"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain/ low back pain"), rash ("allergy: rash/skin condition"), vaginal infection ("bladder/urinary problems: vag. Infect"), vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal) type: yeast infections"), psychological trauma ("psych injury"), mood altered ("moody"), migraine ("migraine/migraines / headaches"), fatigue ("fatigue"), insomnia ("other injury(ies) or complication (s) please describe:insomnia"), headache ("headaches"), anxiety ("psychological or psychiatric problems condition: anxiety"), seborrhoeic dermatitis ("rashes or skin conditions type: seborrhea dermatitis"), nausea ("nausea") and memory impairment ("other injury(ies) or complication (s) please describe: forgetfulness"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, back pain, insomnia and headache had resolved, the genital haemorrhage, rash, menorrhagia, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, psychological trauma, migraine, fatigue, anxiety, seborrhoeic dermatitis, nausea and memory impairment outcome was unknown and the dysmenorrhoea and mood altered was resolving. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, memory impairment, menorrhagia, migraine, mood altered, nausea, pelvic pain, psychological trauma, rash, seborrhoeic dermatitis, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: approximately 4 coils remained inside the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: result- bilateral occlusion. Pathology test - on (B)(6) 2011: gross description: note small implants are noted in the cornu of the opened specimen on bilateral sides. Question old intrauterine device removed. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: dysmenorrhea, genital hemorrhage and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year old female patient who had essure (batch no. 624842) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c, tubal ligation and pregnancy with contraceptive device ((two vaginal deliveries, the last 2007)). Concurrent conditions included menometrorrhagia, skin tags, therapeutic procedure and multiparous. Concomitant products included medroxyprogesterone acetate (depo provera) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding: menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmennorhea (cramping)") and vaginal haemorrhage ("abnormal bleeding: vaginal"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain/ low back pain"), rash ("allergy: rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vag. Infect"), mood altered ("moody"), migraine ("migraine/migraines / headaches"), fatigue ("fatigue"), insomnia ("other injury(ies) or complication (s) please describe:insomnia"), headache ("headaches"), vulvovaginal mycotic infection ("infection(bladder/urinary tract/vaginal) type: yeast infections"), anxiety ("psychological or psychiatric problems condition: anxiety"), seborrhoeic dermatitis ("rashes or skin conditions type: seborrhea dermatitis"), nausea ("nausea") and memory impairment ("other injury(ies) or complication (s) please describe: forgetfulness"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, back pain, insomnia and headache had resolved, the genital haemorrhage, menorrhagia, rash, psychological trauma, vaginal infection, migraine, fatigue, vulvovaginal mycotic infection, anxiety, seborrhoeic dermatitis, nausea, memory impairment and vaginal haemorrhage outcome was unknown and the dysmenorrhoea and mood altered was resolving. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, insomnia, memory impairment, menorrhagia, migraine, mood altered, nausea, pelvic pain, psychological trauma, rash, seborrhoeic dermatitis, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: approximately 4 coils remained inside the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Hysterosalpingogram on (B)(6) 2008: result: total bilateral occlusion. Imaging procedure on (B)(6) 2008: result- bilateral occlusion. Pathology test on (B)(6) 2011: gross description: note small implants are noted in the cornu of the opened specimen on bilateral sides. Question old intrauterine device removed. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record confirming: dysmenorrhea, genital hemorrhage and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs and mr received. Case becomes incident. Lot number added. New events: abnormal bleeding (general), yeast infections, seborrhea dermatitis, nausea, anxiety, abnormal bleeding(vaginal), forgetfulness were added. Outcome of the events moody and cramping were updated. New reporters were added, plaintiff's information updated. Medical history and concomitant conditions were added. Lab data added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.